Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study evaluated whether suturing a polyglycolic acid patch to a staple line reduced postoperative air leakage in patients who underwent thoracoscopic spontaneous pneumothorax surgery between 2013 and 2023. Three methods were used to attach the patch to the staple line: multiple sutures (group a), a single suture (group b), and fibrin adhesive alone (group c). Bullectomy was performed using signia endo gia in groups a and b and manual endo gia was used in group c. There were 135 patients in the study. Air leak on day one occurred in 1 out of 28 patients in group a, 6 out of 34 patients in group b, and 37 out of 73 patients in group c. Prolonged chest tube and hospital stay were required. Staple line coverage with suture fixation of polyglycolic acid patch for primary spontaneous pneumothorax: yeon soo kim, j thorac dis 2026.